Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 27.8 mmol/l and 6.7 mmol/l at 9:51 a.m. With the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0kpeg15a and in-house contour next control solution. Additionally, the returned meter was tested with the in-house contour next test strips using blood sample. All results obtained during in-house testing were within specifications.